Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screw was broken during the "operation disinfection process." It is possible this is meant to be during the sterilization process for the preparation of a surgical procedure. The report did not indicate if there was any patient involvement this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mnh, mni, kwq, kwp. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that there were no issues during the manufacture that would contribute to this complaint condition. A manufacturing investigation was conducted. The report indicates the damage the complaint relevant dimensions cannot be checked to print specifications anymore. Manufacturing and inspection records indicated no problems with the lot in question during manufacturing. Until today no other similar events of the article and lot number in question were reported. The broken surface is homogenous what indicates material conformity as well. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. Based on these findings and on the available information we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.